Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device had been reprocessed with an olympus automated endoscope reprocessor model etd double (not available in the USA), using peracetic acid. The device was inspected at olympus france (ofr). Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels and the distal end of the device. The testing result cleared the french guideline. In the evaluation of ofr the following was confirmed; there was leakage from remote switch box. There was leakage from distal end. The light guide lens had been cracked. The light guide lens glue had been worn out. The light guide fiber bundle had breakage. The bending section rubber glue had been worn out/discolored. The insertion section had been wrinkled. The angulation control knob had too much play. The forceps elevator raising angle was failed. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility on (B)(6) 2021, following microbes were detected from the sample collected from the subject device. Klebsiella oxytoca, pseudomonas aeruginosa other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.